Event description:
A customer reported that the touchscreen on their pump was unresponsive, although it was not cracked or shattered. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to interact with the pump screen initially but chose to reset the pump after receiving guidance on pump reset procedures from technical support, which resolved the issue and restored the screen's functionality.